Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed, the manufacturing history (DHR) of the subject device and confirmed, no irregularity. [Conclusion]: the root cause of the reported phenomenon could not be identified. [Consideration]: the following was confirmed, from the investigation. -the main board of the subject device was failure. -this event occurs, due to an ic failure. From the above investigation, the cause of the reported phenomenon occurred, due to the main board failure. The cause of the main board failure could not be identified. In addition, it could not be surmised the cause, because there was no abnormality inside the subject device, other than the reported phenomenon. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc performed the continuous operation of the subject device for an hour and turned on and off the subject device repeatedly, however the reported phenomenon was not duplicated. Omsc connected and operated the subject device according the instruction manual, the subject device functioned without any abnormality. Also there was no abnormality on the exterior of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device had noise and no image when the subject device was started up during the preparation for use. There was no patient injury associated with this report.